Event description:
Pt was implanted with a model 3387 dbs lead for brain stimulation on 3/29/1999. During implantation, the operating room staff noted a white residue on the burr hole cap. The product has not been returned for analysis. On follow-up, the physician stated no sequellae were noted.